Manufacturer narrative:
The reference c17158 has been allocated to this case by rayner. The (B)(6) distributor reported that at the post-operative consultation unanticipated residual refraction was detected. No action was taken by the healthcare facility as the patient is amblyopic and happy with the post-operative result. The healthcare professional has stated that it is possible that the lens was not a toric lens. Other possible causes are incorrect product selection, aniseikonia combined with unsuitable lens power selection, wrong lens power caused by incorrect biometry readings/calculations (e.g. Previous lasik procedures), toric axis misalignment, posterior synechiae, irregular capsular bag contraction, residual ovd in capsular bag and lens not fitting anatomy of the eye. A review of existing vigilance data confirms that this is an isolated report. All lenses from the batch are in distribution and only report of this nature has been received by rayner (as subject to this report). There is currently insufficient information available to determine the root cause of the post-operative residual refraction. The czech distributor has been asked to collate additional information, including pre and post-operative biometry, to facilitate further investigation of this report.

Event description:
On (B)(6) 2017, rayner intraocular lenses limited received notification from its (B)(6) distributor of an event that occurred following implantation of a t-flex aspheric 573t iol. The event description provided states that the patient's postoperative refractive outcome deviated from the target refraction. The healthcare professional is reported to have observed that the toric axis marks were missing during implantation; however, proceeded with surgery as he felt that they were fainter than usual.